Event description:
I had a birmingham hip resurfacing done in 2009. I developed a metallosis in 2013 that required a revision and bone required in (B)(6) of 2013. I also lost muscle and had pelvic fractures from the removal of the hip. I did not recover well and in (B)(6) 2014 had a repeat revision of the cup component for bone graft failure. I am ten months past the last surgery and still have weakness of the surgical hip and difficulty with fatigue in the hip and going up and down stairs.